Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high right ventricular (rv) shock lead impedances measurements, measuring 130 ohms and gradual rise in pacing impedances. A commanded shock was performed in which the patient received a 31j shock and it was successful. Post shock it was noted code 1005 was observed, which indicates an open circuit was detected during shock delivery. Subsequently, the device was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.